Event description:
Information received by medtronic indicated that insulin pump had physical damage at the back of the pump. Customer also reported water exposure into the pump. Customer reported that there was water in the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The sc1 locks properly in place in the reservoir compartment noted. Pump received with blank display. Pump passed the leak test. Unable to unable to download thump and perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, keypad assembly and battery tube. Per observation that the knit line near the belt clip plate is normal. No cracks or cosmetic damage on the case during the visual inspection. Customer alleged confirmed for blank display due to moisture damage on the electronic assembly. Pump expose to moisture damage confirmed. Cosmetic damage at back of the pump was not confirmed. Unable to download history files and traces due to blank display. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.